Event description:
According to the reporter, intermittently, the device takes a long time to charge the defibrillator and then won't deliver the energy.

Manufacturer narrative:
Physio-control supplied part information for the power conversion pcb assembly repair kit to customer for repair.